Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (restricted posterior leaflet and prolapsed anterior leaflet and user technique/procedural circumstances (difficulty visualizing the clip). The mitral valve injury and worsening mr appears to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report the torn leaflets and single leaflet device attachments. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Imaging was a challenge due to the patient anatomy. Leaflet insertion was acceptable for the first clip and the mitraclip was deployed. The second mitraclip was inserted and the leaflets were grasped. The physicians confirmed that the leaflets were adequately inserted in the second clip. The mitraclips were not in contact while initially advancing the second mitraclip into the ventricle. While advancing the second mitraclip, the highly mobile first mitraclip hit the second mitraclip and it was believed that was when the leaflet tear occurred and single leaflet device attachment occurred. The first mitraclip remains attached to the anterior leaflet and the second mitraclip remains attached to the posterior leaflet. The leaflets were torn inside both mitraclips. Mr was unchanged grade 4. Surgery will be performed. There was no additional information provided.